Event description:
This is a spontaneous report by a baxter employed healthcare professional from vietnam of catheter leakage and peritonitis in a 31-year-old male patient coincident with dianeal pd4 1.5% and 2.5% therapies for continuous ambulatory peritoneal dialysis (capo). Dianeal therapies were ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient was hospitalized due to catheter leakage. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On that same day, the patient was treated with cefazolin (1 gm/day, twice a day, ip) and gentamycin (40mg, twice a day, ip) for peritonitis. The patient was recovering from this peritonitis event. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).